Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced axes controller platform dual (acpd) boom due to error 26020. Replacement in accordance with the procedure. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that during a training/demo of the da vinci system, the system began experiencing repeated non-recoverable 26020 errors that could not be cleared. The customer was prompted to disable the boom or reboot the system. Attempts to pull system logs from the support tab were unsuccessful. Before contacting support, the customer performed an emergency power off (epo) of the patient side cart (psc) with no change in the situation. Upon reviewing the logs, it was noted that there were previous 32126 errors indicating an issue with axes controller platform (acp) 3. The customer reported event has no report of patient injury.